Event description:
On (B) (6) 2009, the pt reported intermittent problems with the check button of the insulin infusion device. The pt stated sometimes he has to press the button twice to deliver the bolus. During troubleshooting, the pt did not experience any difficulties with any of the buttons of the infusion device. No physiological effects were reported. Product was replaced and requested to be returned for eval.